Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure the patient experienced restenosis. In (B)(6) 2007 an unknown taxus stent was placed in the 2nd obtuse marginal (om). In (B)(6) 2012, the patient presented for follow up and complained of dyspnea. The patient was diagnosed with functional class iii stable angina and was referred for cardiac catheterization. Restenosis was discovered in the 2nd obtuse marginal. The 90% stenosis was treated with balloon angioplasty. The event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).